Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7 bisector "did not sizzle." The wire was bent. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the curved electrode was bent. There were no signs of usage and no evidence of blood on the device. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon the functional test, the reported complaint "failure to deliver energy" could not be confirmed. Based upon the visual observations, the reported complaint "wire bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).